Event description:
It was reported that the insulin pump alarmed after battery change and also during basal delivery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken solder joint and lifted traces in the interface board. Further testing was not performed due to the blank display.